Manufacturer narrative:
(B)(4). The event occurred sometime in 2016. The lot was manufactured 9/30/16-10/1/16. The device was received for evaluation attached to a drug vial and solution bag. Visual inspection identified grey particulate matter in the vial. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was coring with a vial-mate adaptor. The vial contained azithromycin. The cored material was visible in the vial. This occurred during set-up. There was no patient involvement. No additional information is available.